Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. Investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed an additional blue label with device information was observed. The potential cause for this condition has been confirmed to be due to the label been applied for warehouse logistic. Additionally, only one label with device was observed on image, therefore, the condition of the remaining 30 is unknown. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the si polyaxl screw 6 x 45mm would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part#: 179712645, lot#: 236149, batch1: lot qty of (B)(4) units were released on 18.mar.2019 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the distribution center has noticed that received products with label different then previous time. Two products were sent to customer before potential issue was discovered.